Event description:
During a rotator cuff repair the tip of the suction punch broke and was not able to be retrieved from the pt's shoulder. There was a 30 min delay reported but a back up device was not required.

Manufacturer narrative:
The condition of the device is consistent with the bite pressure being set incorrectly/inoperable, allowing excessive forces to be applied during use. Conclusion: improper use. Please see add'l pages.